Event description:
The user facility has reported that the jaws of two instruments broke during surgery. No pt injury was reported. Samples were received on 11/10/2006 and were fowarded to the MFR for eval on 11/16/2006.